Event description:
As reported to coloplast though not verified, patient implanted with aris sling on (B)(6) 2007 and later experienced pain, sustained permanent injury, and underwent corrective surgery and will likely undergo additional corrective surgery.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.